Manufacturer narrative:
Patient information is not available for reporting. (Therapy date): unknown. Reporting facility phone number is (B)(6). No nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject device (rod, fixation, intramedullary, part number 04.005.420, lot number 9023335). As received condition further details. The nail is not broken differently from the complaint description, screw are broken (one screw tip portion is missing). Some post production damages identified on nail holes and broken screws. The information etched on returned items match to complaint system and DHR. The nail lot#8829587 has been manufactured starting from raw material lot#16636. The certificate of the raw material lot#16636 was reviewed. In the certificate it is reported that the material fulfills the specification. The broken screws lot#9023335 and lot#9286948 have been manufactured starting respectively from raw material lot#15975 and lot#17702. The certificates of the raw material lot#15975 and lot#17702 were reviewed. In the certificates it is reported that the material fulfills the specification. The returned parts were re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items (there are some damages addressable to post production events), the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. Mia is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the sales rep was contacted to collect a broken tibial nail and locking screws from the hospital. The devices were removed on (B)(6) 2017. At the moment is not known if the implants broke post-operatively or intra-operatively. No information available about patient condition and outcome. Two of the four received screws were broken but the received nail is intact. When the theatre staff refer to a broken nail they are referring to the construct. The construct failed at the nail-screw interface. The nail is intact. Concomitant reported parts: 1x locking screw (part 04.005.428 lot 9402972), 1x locking screw (part 04.005.430 lot 9234348). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.